Manufacturer narrative:
Eval was not possible, as the products were not returned. Examination of provided photographs confirms what appears to be polyethylene wear/delamination. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported event based on the unavailability of the products to examine and insufficient product info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address pain in left knee. Also, had some medial laxity with varus/valgus stress. The medial meniscal bearing was deformed and delaminating posteriorly. The patella poly had some delamination occurring laterally.